Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a seal ruptured during a distal gastrectomy. It was noted that the seal failed due to tissue adhesions. Blood loss was less than 500cc. The vessel was sealed by utilizing another method and there was no patient injury.